Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Reportedly, the customer was using cold insulin. Tandem clinical support educated the customer to always use room temperature insulin. Customer changed pump supplies and ultimately reverted to an alternate method on insulin delivery. There was no adverse impact to customer¿s blood glucose level; however, on 7/4/26, the customer had an elevated bg event where the blood glucose (bg) level was over 600 mg/dl. The elevated bg level was addressed by a correction bolus via the pump after customer had changed supplies.